Event description:
Event description guidant received information that one day post implant, this implantable transvenous defibrillation exhibited an increase in impedance and threshold measurements, which were higher than before the case finished. There is no capture and pacing impedance is greater than 3000 ohms. It is reported that the lead did not exhibit any problems prior to connecting it to the device.